Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye of a (B)(6) male patient, because the patient was not happy with their vision. Additional information was received and it was learnt that the patient had excellent distance vision and good near vision. However he was experiencing halos and glare during the day and at night time. Reportedly, the symptoms did not improve with a trial of pilocarpine 1% drops. The patient was reported as still recovering from the lens exchange. No further information was provided.

Manufacturer narrative:
Additional information was received an it was learnt that the patient was immensely troubled by bright light issues, night time worse than day time. The patient was mostly pleased with the distance vision clarity and moderately pleased with the near vision capability, but these benefits did not outweigh the negative visual experience. Reportedly, these potential issues were discussed with the patient before surgery. When the intraocular lens was explanted, there was no incision enlargement, no vitrectomy was performed and one suture was used. No patient injury post-op was reported. No further information was provided. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/13/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the optic surface was contaminated. The surface was cleaned using a swab, liquinox and water. After cleaning no anomalies were found on the lens. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.